Event description:
It was reported "(B)(6) 2025 patient with a right femoral arterial line, which has been in the hospital for less than 24 hours. Placement and has a high resistance when taking arterial gasimetry." Additional information received from the customer states "there was no damage, but redness and warmth were observed in the area of the previous insertion." There was no medical intervention required. The patient's current condition is reported as "stable at this time".

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported " on (B)(6) 2025: patient with a right femoral arterial line, which has been in the hospital for less than 24 hours. Placement and has a high resistance when taking arterial gasometry.". Additional information received from the customer states "there was no damage, but redness and warmth were observed in the area of the previous insertion.". There was no medical intervention required. The patient's current condition is reported as "stable at this time".

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. This nature.